Manufacturer narrative:
Literature citation: kotani t., akazawa t., sakuma t., kishida s., sasaki h."analysis of treatment outcome in the medical care regional alliances pathway for balloon kyphoplasty". (B)(6).(B)(4).

Event description:
It was reported in an abstract that total of 58 patients with osteoporotic vertebral fracture underwent their first bkp between the periods from (B)(6) 2012 to (B)(6) 2013. Among 42 patients (those who had a fracture due to pathological cause or who dropped out from follow up within a period of one year were ruled out from 58 patients), refractures (levels unknown) were observed as post-op complication in 11 patients (26.2%).